Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported a system turned off during a procedure. There was no patient harm. The customer states, "it was due to having a ups of 10 amps while all the machinery in the room is connected to it. It was clarified that the issue was not related to the constellation rather than the ups." Add'l info received on 30-apr-2013. The procedure was aborted before the laser could be performed on the patient and the wound was closed.